Event description:
The pt admitted to the neuro intensive care unit after sustaining a traumatic brain injury. The pt was placed on the arctic sun for fever control and icp management. No skin issues noted during or at the conclusion of the arctic sun use. On the following day, the pt was noted to have changes in skin color (reddened/purple) on the right and left abdomen and the top of the right thigh. A small area of epidermis on the thigh blistered which is healing with conservative treatment. The treatment extended the pt's hospitalization.